Manufacturer narrative:
Complained product will not be not available.

Event description:
Gouged gums [gingival injury]. Toothbrush head broke - oral-b [device breakage]. Case narrative: consumer via phone stated that the oral-b dual clean toothbrush head broke and gouged their gums. No serious injury was reported. 11-jun-2024 follow up via digital safety assessment survey: the consumer was a male. No serious injury was reported.